Manufacturer narrative:
Testing and investigation could not confirm the customer's reported event of an overdelivery. The device passed all testing including delivery accuracy.

Event description:
Report received of an overdelivery. On 11/12/04 at 1400, the device was programmed to deliver 25,000 units of heparin in 250ml at a rate of 11ml/hr. At approx 2200, the pt's partial thromboplastin time (ptt) was greater than 320 seconds and the device powered off. The nurse noted the heparin container was empty and a new container was hung. At 2300, the heparin delivery was resumed at a rate of 8ml/hr. On 11/13/04 at 0500, the pt's ptt was again greater than 320 seconds and the device was powered off. At 0600, the heparin delivery was resumed at a rate of 5ml/hr with a volume to be infused (vtbi) of 25ml. It was reported that at 0900, the vtbi was complete and the device was reprogrammed to deliver at a rate of 5ml/hr with a vtbi of 25ml. At 0925, the vtbi was reportedly complete. At that time, the device removed from clinical service. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.